Manufacturer narrative:
(B)(6).

Event description:
It was reported that the patient experienced dizziness. The atrial lead exhibited capture issues found in the clinic. The lead was capped and replaced on (B)(6) 2017. The patient's condition before, during and post procedure was stable.